Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 200 mg/dl and associated symptoms of large urinary ketones, nausea and headache. The patient¿s health care provider was contacted and advised the patient to go to the hospital emergency room for evaluation. Details of the patient¿s treatment at the hospital was not reported. The reporter stated the night of the event, the patient went to bed after having received a low battery warning and the pump lost power in the middle of the night and stopped delivering insulin. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy as the result of use error; not replacing the battery after receiving warning prior to bedtime.